Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 2 days (23jan2024 ¿ 25jan2024 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 24jan2024 while the mobile power unit (mpu) was in use; the alarm appeared to have been caused by a loss of power, as the voltage within the power cables steadily decreased. The alarm resolved within a few seconds when power was restored to the system. The mpu (serial number (B)(6)) was not returned for analysis. Per additional information, the mpu was exchanged, and the patient was provided with a loaner mpu. Questions regarding the mpu¿s return status were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number mpu-30864, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook, section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu had a v-lock connector on the ac power cord.

Event description:
It was reported that the patient was connected to their mobile power unit (mpu) when they had a no external power alarm on (B)(6) 2024 at 3 am. The patient stated that the home did not lose power and the mpu was not unplugged. The outlet was not on a switch. They switched to battery power and the alarm resolved. They have used the mpu since the alarm occurred and it functioned without alarms. Log files confirmed the no external power events on (B)(6) 2024. The file showed the mpu was intermittently losing power. The patient inspected the mpu at home and did not see any issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.